Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 2000 mcg/ml of gablofen at 199.8 mcg/day via an implantable pump. On (B)(6) 2017, it was reported that the patient experienced a motor stall following a MRI that did not recover for two hours. It was unknown if any symptoms resulted from the motor stall or when it occurred. Additional information was received on 2017-apr-04 from the manufacturer's representative. The initial reporter information was provided and it was reported that the patient did not have any symptoms. Pump logs were also provided. The pump logs showed that a motor stall occurred on (B)(6) 2017 at 9:47 and recovered at 11:07 the same day. Another motor stall was noted as occurring on (B)(6) 2017 at 19:51 which did not recover until (B)(6) 2017 at 00:10. No further complications were reported.